Manufacturer narrative:
Per - (B)(4) initial report. Additional information, including operative notes, post primary and pre revision x-rays, patient age and activity level and patient medical history has been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The explanted devices are being returned and will be reviewed at corin. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, liner and head after approximately 3 months due to lack of osseointegration of the cup.

Manufacturer narrative:
Per -1454 final report. Additional information, including operative notes, post primary and pre revision x-rays, patient age and activity level, patient medical history and the return of the explanted devices was requested in order to progress with the investigation of this event, however, not all information was available and the explants were not returned for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information that is available for this event, no further investigation can be conducted and the root cause could not be identified. Therefore, corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, liner and head after approximately 3 months due to lack of osseointergration of the cup.